Event description:
The customer reported via phone call that they experienced high blood glucose.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged flashing medtronic logo and visit to emergency room for high bgs found on 08-feb-2023. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged battery cap broken/cracked/damaged found on 12-dec-2022. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. The pump was also received stuck on flashing medtronic logo with an audio beep alert. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to stuck on flashing medtronic logo with an audio beep alert. Unable to download history files and traces using thump due to stuck on flashing medtronic logo with an audio beep alert. Unable to upload pump to carelink due to stuck on flashing medtronic logo with an audio beep alert. Unable to verify unexpected pump errors/alarms 1 week prior to the event date 08-feb-2023 in the formatted history file due to stuck on flashing medtronic logo with an audio beep alert. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube spring and battery tube assembly noted. The original pcba 2 was cleaned and installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and stuck on flashing medtronic logo with an audio beep alert noted. The original pcba1 was cleaned and installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no stuck on flashing medtronic logo with an audio beep alert noted. The original pcba 1 was re-installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no stuck on flashing medtronic logo with an audio beep alert noted. Stuck on flashing medtronic logo with an audio beep alert was confirmed due to slight corrosion on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Battery cap broken/cracked/damaged was not confirmed. Unable to verify customer alleged for high bgs. Unable to perform the required testing, download history files/traces using thump and upload pump to carelink due to stuck on flashing medtronic logo with an audio beep alert. Stuck on flashing medtronic logo with an audio beep alert was confirmed due to slight corrosion on the pcba 2. During visual inspection, slight corrosion was found on the pcba 1, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube spring and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 406 mg/dl. The customer was admitted to the emergency room to treat hyperglycemia. The customer was feeling weak due to hyperglycemia. The customer also reported that the insulin pump had a flashing medtronic logo. Troubleshooting was performed but the issue was not resolved. The flashing medtronic logo caused hyperglycemia to the customer. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event and it is unknown whether the auto mode feather was active or inactive. The customer discontinues the use of the device, and the insulin pump will be returned for analysis.